Manufacturer narrative:
Sensor kit expiration date is 31-jul-2022. The medical event associated with this case occurred on 15-nov-223 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The adc device detached prematurely and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced a loss of consciousness and was able to self-treat with soda. There was no report of death or permanent injury associated with this event.